Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired at home. The vad coordinator reported that the patient was found unresponsive in the bedroom. He had told his wife goodnight and she heard alarming and found him unresponsive. She called 911 and the son also was a paramedic. The son claims he was connected to power source. The hospital requested the system controller and equipment from the family, but they never received it. The wife did not want anything further done regarding life saving measures. Furthermore, the hospital received a call from the family 24-48 hours after the incident telling the hospital this all had happened after the fact. The patient was having no issues immediately leading up to the event. It was reported that the pump was not explanted.

Manufacturer narrative:
A root cause for the reported event could not conclusively be determine though this evaluation. A full evaluation of (B)(4) could not be conducted, because the system was not returned. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.